Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that, the IV tubing leaked from a break/rip at the soft segment that fits into the pump. The infusion leaked onto the patient, the bed and/or the floor there was no harm to patient.